Manufacturer narrative:
A supplemental MDR is being submitted for additional information from a product investigation and a correction of the device lot number. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. The 3mension imagery provided reveals the presence of tortuosity and calcification in patient's access vessels. Review of the work orders above did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed using the valve serial numbers from related work order and revealed no other complaints relating to the relevant complaint codes. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The esheath+ and commander IFU's were reviewed along with the preparation and procedural training manuals. Precautions noted in the esheath+ IFU include 'caution should be used in vessels that have diameters less than 5.5 mm or 6 mm as it may preclude safe placement of the 14f and 16f esheath+ introducer set respectively' and 'using caution in tortuous or calcified vessels'. In the commander IFU precautions include 'if a significant increase in resistance occurs when advancing the catheter through the vasculature, stop advancement and investigate the cause of resistance before proceeding. Do not force passage, as this could increase the risk of vascular complications' and 'access characteristics that would preclude safe placement of the edwards sheath, such as severe obstructive calcification or severe tortuosity'. No IFU/training deficiencies were identified. The complaint for difficulty advancing through sheath was unable to be confirmed due to no imagery/device provided. An existing technical summary written by edwards lifesciences captures the root cause analysis for complaints evaluated for resistance with delivery system and valve frame damage as a result from increased push force. The root causes identified in the technical summary were reviewed and the following were identified as applicable to this event: tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. Kinks or curvature along the sheath shaft can be indicative of the presence of vessel tortuosity. Per the imaging evaluation, tortuosity was present in the access vessels. Calcification can reduce the vessel lumen diameter and may increase restriction leading to resistance. Similar to tortuosity, calcification can also result in the creation of sub-optimal angles during delivery system insertion that may lead to resistance. Per the imaging evaluation, calcification was present in the access vessels. Undersized vessels (e.g. Due to anatomical variation, pre-existing stent or graft, scar tissue, or fibrosis) can create a restricted pathway or constrained condition resulting in difficulty during sheath expansion and increased resistance during the advancement of the delivery system. Per the complaint description, a pre-existing graft was present in the anatomy. The presence of the above factors can create challenging pathway during delivery system advancement, leading to resistance. More than one of these factors can compound to further exacerbate the patient/procedural conditions and increase the likelihood of encountering resistance during delivery system advancement through the sheath. The technical summary also outlines the extensive manufacturing mitigations in'place to detect a defect or nonconformance associated with this issue. There are several 100% in-process inspections (visual) performed in manufacturing process and product verification testing (functional and visual) on a sampling plan basis performed prior to lot release. These inspections and testing support that it is unlikely that a manufacturing non-conformance contributed to the complaint.' In addition, assessment of the detailed instructions for use (IFU), device preparation training manuals, and procedural use training manual revealed no identifiable deficiencies. These mitigations (from manufacturing and the IFU/training manual) as identified in the technical summary are still in place to mitigate this issue. As such, available information suggests that patient factors (calcification, tortuosity, pre-existing graft) may have contributed to the reported event. The complaints for difficulty introducing sheath was unable to be confirmed without the returned device or procedural imagery. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of the IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported, 'during surgery, there were issues getting the sheath to go through the artery because the delivery system would not advance through the sheath as it was getting stuck at the arteriotomy of a bypass graft in the groin'. Additionally, 3mensio imagery revealed presence of tortuosity and calcification in patient's access vessels. Per the training manual, 'push force can vary due to angle of insertion, thv size vessel diameter, tortuosity and degree of calcification.' Calcification and a pre-existing graft can reduce the vessel lumen diameter and may increase restriction leading to resistance, while tortuosity can subject the sheath to suboptimal angles that can result in increased friction during sheath insertion and advancement. Available information suggests that patient factors (tortuosity, calcification, pre-existing graft) may have contributed to the reported event. No device or labeling problem was identified during the evaluation. Therefore, no further escalation (CAPA/scar/pra) is required. Since no product non-conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment escalation is not required. Since no edwards defects were identified, no corrective or preventative actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Investigation is ongoing. H3 other text : device not returned.

Event description:
As reported by the field clinical specialist (fcs), during surgery, there were issues getting the sheath to go through the artery because the delivery system would not advance through the sheath. It was getting stuck at the arteriotomy of a bypass graft in the groin. The whole system was removed and a new one was prepped. After the first system was removed, they ballooned the arteriotomy to make it easier to advance the delivery system. Used a new sheath and delivery system and the second valve was deployed successfully. Vascular stent was placed for repair of the access site percutaneously.